Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by slightly turbid effluent and abdominal pain for one day prior to diagnosis. The patient was hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics (intraperitoneal, duration - fourteen days, dose and frequency not reported) for peritonitis. At the time of this report, the patient was recovered from the peritonitis event. The action taken with peritoneal dialysis therapy was not reported. The patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). On the same day as diagnosis, the patient was hospitalized for the peritonitis. The cause of the peritonitis was reported to be due to a breach in aseptic technique, further clarified as the patient did not wash their hands properly. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.